Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the non-calcified and average tortuous left anterior descending (lad) coronary artery. The 12mm x 3.0 mm quantum maverick mr balloon ruptured at 12 atms on the initial inflation. The procedure was sucessfully completed with a different device. No pt complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.